Event description:
Prior to the implant procedure, the stylet was inserted into the lead lumen and it was difficult to advance. A new lead was selected and successfully implanted to resolve the event. The patient did not experience any consequence.

Manufacturer narrative:
As received, a complete lead was returned in one piece with a stylet inserted inside the lead. Visual examination found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured was within specification. Unable to perform stylet insertion/removal test due to the over torqued inner coil in the connector region. The cause of the reported events was isolated to the over torqued of the inner coil and helix being clogged with blood/tissue.